Event description:
It was reported that there were lead warnings for the right ventricular lead and the right atrial lead due to low lead impedance and undersensing. The leads were capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.